Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a manual "try it" functional test was performed and the tests passed. A review of the downloaded data lot observed hardware errors; however, it is unrelated to the customer complaint. A manual drop test was performed and the test failed and observed a distorted audio output. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection observed metallic debris found at the speaker diaphragm causing the audio distortion. The reported event of an intermittent audio output was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.